Manufacturer narrative:
Field svc engineer (fse) troubleshot complaint per hut and generator svc manuals and replaced the shroud display interface board and the generator's atp console board. Fse checked the sys for proper operation per svc checklist (B)(4) and returned the unit to full svc.

Event description:
On (B)(6) 2013, customer reports via phone that during a retrograde procedure on a female pt of unk age, the fluoro stopped working. The physician was able to complete the procedure with rad imaging. No pt injury.